Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported migration cannot be determined. Mitral valve insufficiency/regurgitation appears to be due to the partial clip movement. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation. A xtw (lot: 20914r1037) was implanted, reducing mr to mild. In (B)(6) 2023, transesophageal echocardiogram was performed and it was observed that the clip had tilted laterally and mr was recurrent grade moderate. In (B)(6) 2024, it was observed that the patient had severe recurrent mr. The clip was reported to be stable. On (B)(6) 2024, two nt clips were implanted as intervention, reducing mr to grade 1-2.